Manufacturer narrative:
(B)(4): this report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The entire implantable neurostimulator system was replaced due to lead/extension breakage. There was no pt injury associated with the event. The pt recovered without sequela. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.